Event description:
The ER staff members were treating a pt using a device MFR and pads. The pt required pacing, but the staff was unable to capture the pt's rhythm. The staff adjusted the ma's from the lowest setting to the highest setting. They applied another set of pads, and treated the pt. The staff members then treated a pt with another model #, mfc & pads. The pt required pacing and the same scenario occurred again. The staff was unable to gain capture until they applied a second set of pads. The ER staff treated a total of four pts who required pacing, and had the same alleged malfunction occur each time. The complainant was unable to provide the pt's ages and genders. He was also unable to indicated how many pts were treated with the device, and how many were treated with the other device. The compainant indicated that they did not feel the pads were at fault.